Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that post operatively, they could not "walk or move my arms" and the implantable pulse generator (ipg) "gets hot and spark in there" .the patient also stated that they are experiencing a lot of physical difficulties after having the ipg implanted. The patient stated that a week later they went in to atrial fibrillation (af) and high blood pressure and that health care professional (hcp) reprogrammed the ipg. The patient stated the hcp "put in a bad pacemaker and knew it". The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient they were "hurting worse" and their pacemaker was "heating up" six weeks after the implant. The patient further reported that "the pain subsided and heat went away after they turned off the sensor". The ipg remains in use.